Manufacturer narrative:
H4: the lot was manufactured from april 22, 2020 - april 23, 2020. H10: the actual device was not available; however, twenty-eight (28) companion samples were received for evaluation. Unaided visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed of the ten (10) randomly selected sample and no leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking at the seam. The location of the leaks was further described as ¿always the heat sealed seams around the sides of the bags and where the spike port attaches to the body of the bag¿. This was identified during unspecified process steps during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.